Manufacturer narrative:
H6: investigation summary three photos were received by our quality team for evaluation. From the returned photos, any damaged needle point was unclear, however the needle pierced through catheter was observed. The team was able to confirm that the needle was pierced through the catheter. A device history record could not be evaluated as the lot number is unknown. Based on the investigation, this would have occurred during product application when the product was manipulated or during assembly of catheter. A project CAPA 590840 has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter. Customer complaint trends will also continue to be evaluated on a monthly basis. H3 other text : see h.10.

Event description:
It was reported that insyte vialon-e 22ga x 1.0in needle point was damaged. This occurred on 2 occasions before use. The following information was provided by the initial reporter: when unpacking, the customer found a damaged needle point.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte vialon-e 22ga x 1.0in needle point was damaged. This occurred on 2 occasions before use. The following information was provided by the initial reporter: when unpacking, the customer found a damaged needle point.

Manufacturer narrative:
The following fields have been updated with corrections: d.2. Medical device catalog #: 388423.

Event description:
It was reported that insyte vialon-e 22ga x 1.0in needle point was damaged. This occurred on 2 occasions before use. The following information was provided by the initial reporter: when unpacking, the customer found a damaged needle point.